Manufacturer narrative:
Analysis of the catheter identified a hole in the catheter body caused by a deep abrasion. The previously reported evaluation method, result, and conclusion codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n261364004, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-mar-05 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included failed back surgery syndrome and spinal pain. It was reported that there was a possible catheter blockage on an unknown date. The patient experienced possible non-therapeutic relief as a result of this event. It was noted that the possible catheter blockage was not confirmed, but the catheter was replaced and the issue was considered resolved. The cause of the possible catheter blockage was unknown. No further complications were reported or anticipated.